Manufacturer narrative:
(B)(4). The investigation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. A technician fell and dislocated a finger after slipping on liquid waste which had overflowed onto the floor from a waste tank the customer utilized to receive liquid waste from the architect, serial number (B)(4) . Additional information indicates that the customer's waste tank is emptied manually and is not equipped with sensors to alert the user when it is full. The waste tank utilized by the customer is not part of the architect system nor is it an abbott product. A search for similar complaints found no similar complaints and no product issues in the time period reviewed. Liquid waste specifications and requirements as well as information regarding physical specifications and space requirements for the architect i2000sr, biological and safety hazards, and personal protective equipment (ppe) are provided in abbott labeling. Based on the results of this investigation, there is no indication of a malfunction or deficiency of the architect i2000sr.

Event description:
The customer stated that in (B)(6) 2014 a female technician slipped in liquid sewage on the floor by the architect i2000sr and fell, dislocating her finger. The employee was seen at the hospital and received medical intervention by a physician. Type of medical treatment was not provided. This is considered an adverse event for serious injury. There was no additional patient information provided.